Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the rod was discovered as broken. It was reported that a spinal extension fusion corrective procedure was performed on (B)(6) 2022. The procedure was completed without surgical delay. No further information is available. This report is for one (1) expedium spine system rod 5.5 x 480mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 179762480. Lot number: bdns4ts. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14.10.2019. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rod, 480 mm (p/n: 179762480, lot: bdns4ts) was broken and deformed. The rest of the broken piece was not returned for examination. No other issues were identified. A dimensional inspection was not performed for the rod, 480 mm due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the rod, 480 mm (p/n: 179762480, lot: bdns4ts). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.